Event description:
The bench technician found a loss of audio on the mx40 telemetry device. The device was not in use on a patient.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The bench technician found a loss of audio on the mx40 telemetry device. No adverse event involving patient or user was reported.